Event description:
It was initially reported to boston scientific corp on july 1, 2009, that a flexima biliary stent system was used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct of a (B)(6) male pt. During the procedure, the physician was unable to successfully deploy the stent as the suture string would not detach from the stent. The procedure was completed with another flexima biliary stent system. The procedure was completed with no reported pt complications. The pt was reported to be in fine condition at the conclusion of the procedure. This event has been deemed a reportable event based on the investigation results; catheter stretched, stent bent, and guide catheter broken.

Manufacturer narrative:
(B)(4), suture string wouldn't detach from stent. Evaluation results: the push catheter was observed bent at the distal end of the hub. Multiple bends and kinks were found in the working length of the push catheter. The suture was twisted about 360 degrees from the push catheter suture hole to the proximal barb of the stent. The stent was torn jaggedly in two pieces. The proximal remnant of the guide catheter was stretched and kinked and also frozen on the guidewire. The distal remnant of the guide catheter was inside the push catheter and proximal end of the stent. The distal remnant of the guide catheter could not be pulled out of the push catheter. The condition of the returned unit was consistent with the complaint incident that the suture wire would not detach from the stent. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context due to anatomical/procedural factors encountered during the procedure. (B)(4).